Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 21.9 mmol/l. The customer was advised to use new energizer aaa alkaline battery. The customer was instructed to wait 5 seconds before inserting new battery that is not expired and was not stored in cold environment. The customer was advised that we will ship a replacement battery cap.